Event description:
On (B)(6) 2013, the healthcare professional/reporter in (B)(6), a nurse, contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The technical service representative (tsr) contacted the reporter to obtain and verify information; however, was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose reading of 15.6 mmol/l, on the reported meter, which he claimed was inaccurately high. Afterwards, while driving a car, the patient experienced the symptoms of sweating, "driving erratically" and "hypoglycemia." While symptomatic, the patient tested his blood glucose level to be 3.6 mmol/l using another meter. It would have been helpful to determine if the patient experienced any symptoms when he obtained the 15.6 mmol/l reading, if the patient took any actions based on that reading, his expected blood glucose readings, if the patient tested his blood glucose level using the reported meter while symptomatic, if he sought or received any medical attention or treatment, the date and time of this event and his diabetes medication regimen. No information was provided about the patient¿s test strips or his testing technique. The patient's hcp replaced the reported meter. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Dob: not provided. Gender: not provided. Weight: not provided. Date of event: not provided.